Manufacturer narrative:
The s/n of the device was updated due to additional information received.

Event description:
Additional information received from the manufacturer's representative (rep) reported the implantable neurostimulator (ins) was implanted on (B)(6) 2014. The consumer passed away at their home, but no autopsy records were available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative (rep) reported the device was explanted on (B)(6) 2016 when the consumer was cremated. Prior to the consumer's death their settings were six volts, 90 hertz, 90 microseconds, one minute on and five minutes off, with contacts one and nine being active.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via the manufacturer's representative that dbs epilepsy patient deceased, unknown cause at this time, no autopsy. Customer asks for analyses of the ins (implantable neurostimulator) to check battery longevity. Date of death was unknown. Regarding when did the event/difficulty occur it was noted: (B)(6) 2016. Regarding product status it was noted: explanted-complete. Regarding was there an allegation that the ins contributed to the death of the patient, it was noted: only in so far that if the ins ceased stimulating this might have led to a recurrence of seizures.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.